Event description:
Same case as MDR ID #'s: 2134265-2015-05202, 2134265-2015-05445. Reported via journal article. It was reported that vessel dissection and hematoma occurred. On (B)(6) 2013, the patient was admitted for percutaneous coronary intervention to the right coronary artery (rca). A 7f guide catheter was inserted through the right femoral artery to engage the right coronary ostium and a 5f diagnostic catheter was inserted through the right radial artery to engage the left coronary ostium for contralateral contrast injection. A guidewire and catheter were advanced to the pl branch. A 1.2x12mm non-bsc balloon was advanced; however, it was unable to cross the lesion. The balloon was dilated before the occlusion site at 14atm. A 1.2x8mm emerge balloon also failed to cross the lesion, and the whole system was pushed-out. The lesion was re-engaged and the 1.2x8mm emerge balloon crossed the lesion and dilated the lesions at 10-16atm. A large and long dissection was noted from the mid-rca to distal rca and pl. A 2.5x20mm balloon was dilated at the occlusion site at 10atm, and an intravascular ultrasound (ivus) catheter was advanced; however, failed to cross the lesion. A 2.25x20mm non-bsc balloon was dilated from the proximal pda back to the mid-rca at 8 to 16atm. A 2.25x23mm non-bsc stent was advanced but failed to cross the mid-rca. A 6f guide extension catheter was advanced to improve support but the whole system was pushed out, the al1 was re-engaged and a non-bsc guidewire re-inserted to the pda. A 3.0x20mm nc quantum balloon was used to dilate the mid-rca to 16atm. Ivus showed the diameter of the distal rca was 2.5-3.0mm and 3.0-3.5mm at mid-rca and 3.5-4.5mm at proximal rca. A large hematoma was noted from the distal to mid-rca. In total five (5) non-bsc drug eluting stents were implanted from the pda back to the ostial rca. During post-dilation of the mid-to-proximal rca with a 4.0x20mm nc quantum balloon at 16atm a type b dissection was noted at the very proximal rca. The dissection was treated with a 4.0x8mm non-bsc stent. Final angiographic results were optimal, pl branch has limited flow but it was small with collaterals, therefore the procedure was concluded. No additional patient complications were reported.

Manufacturer narrative:
Journal article: tien-ping tsao "tctap c-113 - large and long dissection after the first small balloon dilatation of chronically occluded right coronary artery" 19th cardiovascular summit: tctap 2014: vol 63/12: s137-s138. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).